Event description:
It was reported that a sensing not fully optimized alert was observed for this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) discussed that the patient data would need to be re-entered and to acquire new reference subcutaneous electrocardiogram (s-ECG). A request was made to have data from this device analyzed. Analysis confirmed there was a patient data (pd) error which is a benign error and that the patient data was corrupt and needed to be reprogrammed. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. A patient data error was observed along with sensing not fully optimized. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. The device was not returned for analysis as it remains in service. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.